Event description:
The pt was revised because of complaints of pain and decreased range of motion. Poly wear of the insert and loosening of the femur were noted.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about reported event based on the provided info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.